Manufacturer narrative:
The device history records (DHR) were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that after the insertion of the crystalens ((B)(4)), the surgeon noticed the lens haptics were damaged. The incision was enlarged and the lens was removed. Another lens of the same model was successfully implanted and sutures were placed as part of the surgeon's standard protocol. The pt's current prognosis is good. Reference MFR #2031924-2012-00048 for the delivery device.